Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Report 2 of 2.

Event description:
The vitrectomy cutter did not cut. It was replaced and the procedure occurred normally.